Manufacturer narrative:
Summary of analysis: the lead has sustained minor damage, however, the damage would not have contributed to the reported dislodgement. The fixation tines are normal. The complaint of dislodgement cannot be verified. The lead has no j-shape for this study. This report is late due to an administrative error.

Event description:
The rptr indicated that the lead dislocated. Both leads involved in a study designed for comparison of active and passive fixation of atrial leads. Both leads were implanted in two different pts and after the dislocation, they were replaced by another lead.